Manufacturer narrative:
The astral device was returned to resmed for an investigation. Review of the device data logs confirmed the reported system fault 180. Visual inspection revealed physical damage to the external power supply unit. Based on all available evidence and complaint investigations of a similar nature, the root cause of the system fault 180 was device operation in a temperature outside of the device specifications. The root cause of the physical damage to the external power supply unit was a design limitation of the mechanical cable assembly. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an astral device displayed an error message (sf180) indicating a battery charger fault. There was no patient injury reported as a result of this incident.

Manufacturer narrative:
The device was returned to resmed and an evaluation was performed. The evaluation determined that the error message (sf180) was due to the power supply unit (psu) and internal battery. The internal battery and psu was replaced to address this issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device displayed an error message (sf180) indicating a battery charger fault. There was no patient injury reported as a result of this incident.